Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Head of materials administration, reported via our sales rep that the adaptor broke.